Event description:
It was reported that the pt has been experiencing pain since the surgery in 2006. The pt developed a seroma four months later and needed drain tubes put in her abdomen. The tubes became infected and were removed.

Manufacturer narrative:
There has been no prod returned for evaluation. Therefore, no conclusion can be drawn.